Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that during impella cp support, the 69-year-old female patient, it was suddenly not possible to make changes on the automated impella controller (aic) via the soft buttons. Nothing happened with pressing these buttons. The aic had to be changed and there was no patient harm reported.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name has been updated. H6 type of investigation code added.